Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage. All returned cords were able to be used for testing and revealed no damages or exposed wires.the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of fraying on the power extention cable was not confirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.